Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was unable to establish communication between the ipg and his external devices. The patient programmer also reflects a communication error. The patient states he last had stimulation in (B)(6) 2015, but has been attempting to recharge since that time . A replacement charger was sent to the patient which did not resolve the issue. Subsequently, the patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy was achieved following the procedure and the issue is resolved.